Manufacturer narrative:
Evaluation summary: customer report of damaged packaging was confirmed. The shelf box was returned with the perforated seal opened. A puncture-like damage was observed on the right side of the shelf box at the label region. The damage tore the shelf box by approximately 2"x0.8". The shelf box also had tears at both corners which measured 0.4" each. The tyvek lid of the delivery system outer tray had a tear/puncture of approximately 1.2". The damages observed on both the shelf box and tyvek lid aligned (red square). The delivery system remained inside the sealed inner and outer tray; no damages were observed on the delivery system. The tamper band inside the shelf box was broken as received. No damages were observed to the atrion and valve packaging. The tag alert displayed "ok". The returned shipper box did not have any damages. In this case, there was a packaging non-conformance that resulted in a breach of the sterile package that has the potential to result in an infection. Per the engineering evaluation, a damaged shipper box with a damaged intuity kit inside was discovered by the customer, who believes the product was damaged in transit. The damage on the delivery system tray is in the same location as the damage to the kit, which indicates that the damage to the tray likely occurred after the kit was sealed. The damage most likely occurred during shipment after leaving the warehouse due to improper handling by the supplier/courier. Although a definitive root cause cannot be determined, it is highly likely that the shipper box and intuity kit were damaged in transit. This is a conservatively confirmed supplier issue. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the box of a 19mm pericardial aortic valve was damaged during transportation when it arrived at the hospital.

Manufacturer narrative:
Reference CAPA-20-00141.